Event description:
It was reported that high hv lead impedance values were seen on the lead. Technical services was contacted and suggested verifying the leads connection. No adverse events were reported.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.